Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. Corrected fields: d4 (lot #, expiration date null, primary UDI number, unique device identifier (UDI) #), d6a (implant date null, explant date null), d10 (concomitant product null) and g4 - PMA/510(k) #. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was a detachment of the cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation and for the newly identified malfunction, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device cable had melted. Per the report "the camera cable was placed in a plasma sterilizer model hmts-80e , in a standard program, temperature 55c . When they took it out of the plasma sterilizer, the outer insulation of the cable had melted. Per the report, "the hospital also has other olympus cameras, which enter this sterilizer with this program and are sterilized without a problem. "So they complain because it happened with this particular camera". Event found during reprocessing. There is no patient involvement on this reported event. No harm reported due to this event.